Event description:
It was reported that the pt was unable to establish telemetry between her ipg and charging system. The pt stated that she has stimulation but received the low battery warning recently. A new charging system was sent to the pt. Attempts to obtain additional information regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.